Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded noise on the rate/sense and shock channels that was oversensed and resulted in inappropriate shocks and pacing inhibition. All lead measurements were good and stable. An invasive procedure was performed and blood was noted in the is-1 port. Extensive testing done during the invasive procedure did not confirm any lead issues.